Event description:
The complaint was received through a direct call from the customer to the emergency support program. Troubleshooting was performed with nurse and determined that the catheter was working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patient¿s clinical status and position of the radiopaque tip. The alleged issue was not related to a device malfunction, rather user error and patient¿s clinical status. Nurse in the cath lab, called to ask why the augmentation would be lower 20 minutes post balloon insertion. He explained on insertion, the augmentation was 215 and now it was running in the 170s-180s. (B)(6) stated the patient was in cardiogenic shock and post stent placement. I reviewed a screenshot that showed appropriate waveforms and numbers. There was supraoptimal augmentation of 168 with a pressure of 99/65. When asked, (B)(6) stated the patient¿s diastolic was in the low 100s on insertion. I explained the decrease in augmentation was due to the reduced workload of the heart with the balloon pump.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. Additional contact #: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: g2. (B)(6), an rn in the cath lab, called regarding a decrease in intra-aortic balloon pump (iabp) augmentation approximately 20 minutes after balloon insertion. Initial augmentation was 215, but it later dropped to the 170s¿180s. The patient was in cardiogenic shock following stent placement. Review of the provided screenshot showed appropriate waveforms and a supraoptimal augmentation of 168 with arterial pressure at 99/65. (B)(6) noted the patient¿s diastolic pressure had been in the low 100's at the time of insertion. It was explained that the decrease in augmentation was consistent with reduced cardiac workload secondary to iabp support. When asked about balloon positioning, a fluoroscopy image revealed the radiopaque tip located at the 4th intercostal space. The recommended position between the 2nd and 3rd intercostal spaces was communicated. (B)(6) agreed to relay this to the physician, and the flight team had arrived to transfer the patient to (B)(6). Based on the event description, the decrease in iabp augmentation was primarily due to reduced myocardial workload and improved hemodynamics following balloon pump support, resulting in a lower diastolic augmentation compared to initial high values observed during insertion. A secondary contributing factor was suboptimal balloon tip positioning, with the radiopaque marker located at the 4th instead of the recommended 2nd¿3rd intercostal space, which may affect optimal balloon performance. It is impossible to determine weather the iab migrated due to a user error or malfunction. No decon or visual inspection performed since product was not returned and could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.